Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and the insulin pump alarmed motor error alarm. The customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer received the motor error alarm multiple times however they were able to complete the rewind process. Customer declined to troubleshoot for high blood glucose levels. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No unexpected motor error alarm noted during testing. (B)(4).